Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the belt would not securely latch with a test monitor.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not securely latch) was confirmed. Upon investigation the electrode belt's trunk cable connector was unable to securely latch to a monitor, causing intermittent communication between the electrode belt and monitor. The root cause of the defective trunk cable connector was unable to be positively identified. No adverse event resulted from the damaged connector.